Manufacturer narrative:
Patient identifier, age, and weight are unknown. (B) (4) insufficient roll-off. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01197 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, the needle was inserted into a 17g echo guide without resistance and advanced through the 2 cm target lesion. The first ablation was performed with a half-deployment. The ablation began at 40 watts and increased 20 watts per minute up to 120w. No increase in impedance occurred during this time. The console was shutdown, then powered back up. The ablation continued at 120 watts and was increased to 140 watts for 2 minutes. Again, no change in impedance occurred. Therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Additionally, a burn was noted at the puncture site so the procedure was aborted. The site indicated that the patient has been in the hospital since (B) (6) 2010 receiving treatment for the burn by a dermatologist. The patient was scheduled for release on (B) (6) 2010.

Event description:
Corrected information: the needle was removed from the patient's body and peeling to the insulation was identified. Should be: therefore, the needle was removed from the patient's body and the account noted that the insulation was missing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01197 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, the needle was inserted into a 17g echo guide without resistance and advanced through the 2 cm target lesion. The first ablation was performed with a half-deployment. The ablation began at 40 watts and increased 20 watts per minute up to 120w. No increase in impedance occurred during this time. The console was shutdown, then powered back up. The ablation continued at 120 watts and was increased to 140 watts for 2 minutes. Again, no change in impedance occurred. Therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Additionally, a burn was noted at the puncture site so the procedure was aborted. The site indicated that the patient has been in the hospital since (B) (6) 2010 receiving treatment for the burn by a dermatologist. The patient was scheduled for release on (B) (6) 2010.

Manufacturer narrative:
A visual examination of the returned device found that no insulation was present on the cannula. Functionally, the array was able to be extended and retracted without issue. The cannula length was measured and found to be within specification. The array, when extended, had no visible damage. The device handle was opened up to gain access to the proximal end of the cannula. No remnants of insulation were present within the handle. Residue was found throughout the handle body including inside the cannula flare well. The condition of the returned incident device was consistent with the complaint that insulation was missing from the device. Therefore, the most probable root cause is manufacturing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4).